Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pacer device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to misaligned defib - monitor flex cable to a connector on the processor/bridge/pace board connector. The defib - monitor flex cable was reworked to resolve the report. The device recertified and retirned to the customer. Analysis for reorts of this type has not identified an increase in trend.